Event description:
The surgeon noticed during advancing the silicone three piece intraocular lens model aq2003 in the cartridge that the lens was torn, and opted not to insert this lens. There was no pt contact or injury.